Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy from their implantable cardioverter defibrillator (ICD) due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). The inappropriate atp accelerated the patient's intrinsic ventricular rhythm into actual arrhythmia. Sensitivity was reprogrammed and the device and lead remain in use. No further patient complications have been reported as a result of this event.